Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2022-13556. It was reported that the patient had a possible infection at their cervical system. In turn, the cervical system was explanted and the pocket site was drained. The patient was later discharged and prescribed oral antibiotics.

Manufacturer narrative:
A patient had their system explanted due to a possible infection was reported to abbott. The patient was later discharged and prescribed oral antibiotics. The infection has resolved. As a result, a device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown.

Event description:
Additional information received indicated the infection has resolved.